Manufacturer narrative:
The prod has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report rec'd indicated that the intended coronary procedure was treatment of a lesion in the mid left anterior descending (lad). The target lesion presented in-stent restenosis of a taxus stent and was highly tortuous. During the procedure, the physician advanced the 2.5x23 mm cypher stent; however, due to a heavy flexion in the proximal section of the artery the stent failed to reach the lesion. An anchor balloon was inserted in the lcx but again the cypher could not cross. The physician tried by force and the stent moved distally, 1/3 of the stent came out of the tip of the balloon. Therefore, the stent was not implanted and the physician decided to remove the cypher. However, the device could not be removed through the guide catheter, as a result the delivery sys and catheter were exchanged, and another cypher stent of the same size was implanted at the target lesion. The procedure was completed without any injury or adverse event to the pt.